Event description:
It was reported when the patient presented to the emergency room with chest pain, the device was unable to be interrogated. Previous interrogations were not available and all ten telemetry tests were unsuccessful in restoring the device. The device was explanted and replaced. No further information is available.